Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue, but a variation between the positive results reporting very high values on one specific day when multiple results were in question, and the next day the values were reported to be very low, suggests that there might be an unidentified issue with the customer's testing methodology. Root cause; unable to determine. Source; phone.

Event description:
Conflicting results for one asymptomatic patient (off label use at the time). The customer communicated the customer received a positive, a day later received a negative, and 5 days after initial testing received another negative, all on a sofia analyzer. No confirmatory testing was performed.